Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the arm, which is off label usage of the device on (B)(6) 2022. On the same day the sensor was inserted, the patient was having a migraine and vomiting to the point of losing weight. Her cgm was reading 308 mg/dl but her bg was 780 mg/dl. She was admitted to the intensive care unit (ICU) for two days and treated with insulin. At the time of the report she was sleepy and still having migraines and vomiting. No data was provided for evaluation. The allegation and the probable cause could not be determined. The reported glucose values fall within the b zone of the parkes error grid. No additional patient or event information is available.